Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni catheter was selected for a deep vein thrombectomy procedure. Aspiration was achieved during the procedure when the device was inside the patient's body. After about 100 ml of fluid was aspirated, a liquid leak at the pump was observed and aspiration was lost. The catheter could not be used further and was replaced with a different angiojet solent omni catheter. The procedure was completed successfully with the new catheter. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni catheter was selected for a deep vein thrombectomy procedure. Aspiration was achieved during the procedure when the device was inside the patient's body. After about 100 ml of fluid was aspirated, a liquid leak at the pump was observed and aspiration was lost. The catheter could not be used further and was replaced with a different angiojet solent omni catheter. The procedure was completed successfully with the new catheter. There were no patient complications and the patient condition was noted as stable.